Event description:
A technician removed items from a load after th cycle canceled. It was reported that the instrument were used during a liposuction procedure on a pt and the surgeon was notified. There were no reports of pt injury since the event occurred.